Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor underinfused. There was a significant amount of fluclox left after 24 hours. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured september 18, 2014 to september 19, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection was not sufficient to verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.